Manufacturer narrative:
Sc1-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Unit was also uploaded to carelink. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 4.0 received the lowbatteryalert (104) on 02/04/2026 17:09:00 after more than 7 days at 20.43 days. Battery cycle 3.0 received the lowbatteryalert (104) on 01/14/2026 20:41:00 after more than 7 days at 18.15 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement test and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit also passed self-test. Unit was navigated to audio settings and audio/vibration functioned as expected during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Unit was cut open to perform visual inspection and no evidence of moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly was noted. Isolate to electronic assembly. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of crack on the back of pump were not confirmed when no cracks on the back of pump were noted. Scratched case was noted during visual inspection. Allegations of audio/vibrate anomaly were not confirmed when both audio and vibration functioned as expected during testing. Allegations of battery anomaly were not confirmed when the baat tool concluded that the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Overall, unit functioning properly and tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the crack back and front of the pump, pump turns off automatically and doesn't ring sometimes. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the pump functionality was affected. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.